Event description:
It was reported that this right ventricular (rv) lead was dislodged. The health care professional (hcp) provider planned follow-up with the representative. The lead remains in service. No adverse patient effects were reported.